Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Right atrial (ra) lead and rv lead pace impedance trends also showed a gradual rise in impedance measurements, but remained within normal limits. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.